Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation via attached user facility medwatch# (B)(4) that a capio cl transvaginal suture capturing device was used to place progressive sutures in the cooper's ligament of an elderly female patient during a vaginal hysterectomy and cystourethropexy sling procedure. Per follow-up information received from the hospital on (B)(6) 2010, the procedure date was (B)(6) 2010, not (B)(6) 2010 as is stated in the attached user facility medwatch. Per the surgeon's dictated report, "because of a malfunction of the capio instrument, two lancets were lost within the cooper's ligament, and they were not retrievable, therefore we decided to leave them in place."

Event description:
It was reported to boston scientific corporation that during a sacrospinous ligament fixation procedure (procedure date unknown) using a capio cl transvaginal suture capturing device, the physician loaded a stand-alone size 0 capio suture into the capio device and successfully passed the suture through the patient's sacrospinous ligament. However, when the capio device was then removed from the patient in order to release the needle attached to the suture from the capio cage, the needle was found to be missing from the end of the suture. The needle reportedly fell inside the patient and was not retrieved. The physician then loaded a second stand-alone size 0 capio suture into the capio device and successfully passed the suture through the patient's sacrospinous ligament. However, again, when the capio device was removed from the patient in order to remove the needle attached to the suture from the capio cage, the needle was found to be missing from the end of the suture. This needle reportedly fell inside the patient as well and was not retrieved. The patient was x-rayed but neither of the two needles could be seen in the x-ray. The procedure was completed with this capio cl transvaginal suture capturing device without any further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
(B) (4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.